Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2022. During the procedure and inside the patient, the stent did not insert through the guidewire. Another polaris ultra ureteral stent was opened and successfully completed procedure. A photo of the complaint device was provided and showed that the pigtail coil was slightly torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device problem code a0414 captures the reportable event of stent torn material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the device was not with any visual issue. Only the stent was returned, the suture was not returned for analysis. A photo of the complaint device was attached and showed that the polaris ultra ureteral stent bladder and renal pigtail was not torn and it is not possible to identify any issue. A functional evaluation noted that using a sensor wire of 0,035", this pass through the stent successfully. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it was not possible detected any issue during visual inspection neither on the functional test which pass successfully after using a sensor wire of 0,035". It was not possible to identify any evidence of either the alleged issue or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, no problem detected was selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2022. During the procedure and inside the patient, the stent did not insert through the guidewire. Another polaris ultra ureteral stent was opened and successfully completed procedure. A photo of the complaint device was provided and showed that the pigtail coil was slightly torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.